Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) and eri was due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010. High battery impedance led to eri.

Event description:
It was reported that device reached elective replacement indicator (eri) and the device had premature depletion. The device was planned to be replaced. No patient complications have been reported as a result of this event.